Event description:
Information received by medtronic indicated that the insulin pump had a crack in battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer alleged insulin pump has cosmetic damage (cracked battery compartment). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, and scratched case. In summary, customer allegation for cosmetic damage(cracked battery compartment) was not confirmed during visual inspection, however, other cosmetic damage was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.